Event description:
Patient came in for a hepatitis b vaccine (the second dose in 3 dose series vaccine). When I went to do the injection, there was a defect with the smiths medical hypodermic needle pro (needle with needle protection device). The needle was not secured into the protection device. When the needle was stuck into her left upper arm for the injection the vaccine shot and needle protection device came apart from the needle. The patient did not receive any of that injection. I carefully removed the needle from her arm and discarded it into the sharps container. Patient was then given a successful hepatitis b vaccine in her right upper arm with all components fully intact. Hepatitis b vaccine.